Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s1; occurrence: unable to perform complaint lot history check for foreign matter and barrel bowed due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe, foreign matter, barrel bowed) was performed, and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the syringes are bent and one is dirty. The photos were examined, and exhibited a bowed barrel, and what appears to be some material on the plunger rod. It is difficult to determine the identity of this material solely from the photos. Manufacturing (holdrege) will be notified of this issue. Unable to perform DHR check for foreign matter, and barrel bowed due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate, or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports, and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). On 15 oct 2020, holdrege received a complaint, via a picture. Visual inspection of the picture showed a very small dark spot inside the barrel, on the plunger rod; 1 syringe with a bowed barrel. Process summary: this automatic syringe assembly machine feeds 0.3ml syringe components (barrel stopper, plunger) and assembles them. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial, and various inspection and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause cannot be determined at this time for the foreign matter issue as it is difficult to determine the identity of this material solely from the photos. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml had foreign matter. The following information was provided by the initial reporter: one more time customer has reported to find defective products, in this case the product is dirty too. The syringes are bent, and one is dirty. Now, there is an entire package with defect.